Manufacturer narrative:
(B)(6). Multiple 510(k) numbers: k901449. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes were underfilled.